Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of scapular muscle spasms was exacerbated by the lifevest equipment. The patient described the area as very painful and uncomfortable. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed muscle relaxer called robaxin for the pre-existing condition. The outcome of the irritation is unknown.